Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v010426, implanted: (B)(6) 2006, product type: lead. Product ID: 3093-28, lot# v009768, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported that her doctor told her the device had slipped and she had to have it replaced. She had originally asked for the device to be implanted on the right side, it was implanted on the left side, and when they operated on her again in (B)(6), they moved the device to the other side of her body. No symptoms, troubleshooting, or potential event causes were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report # 3004209178-2015-17219 for a previous issue the patient experienced.